Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device came apart. It was further clarified that the hose was no longer connected to the device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose by the muffler and the inner hose had separated from the swivel at the drill. It was determined this was indicative of the device coming in contact with a sharp object. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component damage caused by misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned and is pending evaluation. Once reliability engineering evaluated the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.